Manufacturer narrative:
B5 updated with additional information.

Event description:
Explant occurred in the cath lab at the end of procedure. No initial resistance until we got to the iliac, doctor was unable to explant device, inlet/pigtail separated but it was still held on by cannula becoming undone, slinky like. The patient was average size, no anatomical challenges visible via fluoroscopy. No other devices present, other than the pci products. Vascular surgery was consulted, cutdown was done to remove the remaining of the impella. Device removal difficulties were not expected.

Event description:
14fr sheath was peeled away because the physician decided to leave the pump in for temporary support, repositioning sheath was advanced, pt hemodynamics improved so physician decided to removed impella, while removing pump and repo sheath, the inlet/pigtail part of the impella snapped of in the pt femoral artery, unable to retrieve it, vascular surgery was called and a cut down removal was performed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received via medwatch mw5182580. Medwatch report attached, b5 e4, g2, and h6 updated.

Event description:
Clinical review/rationale: an impella cp was being inserted via the femoral artery and the 14fr sheath to support the 51 year old female patient admitted in with the indication of acute myocardial infarction and cardiogenic shock. No other medical history or comorbidities were shared. The decision was made not to remove the 14fr sheath, rather retain it for the planned temporary support during angioplasty. Sheath retention is not an on-label use. As the hemodynamics improved the decision was made to remove the pump and in the removal the pump fractured and broke. The portion of the pump that remained in the femoral artery was extracted out by vascular surgery. The team performed a cutdown and infused blood products to support the blood loss experienced by the patient. Post procedure the patient was reported to be stable and no other support or intervention was reported.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Pd-cannula assembly - (separation, break): based on the image provided, the cause of the pd-cannula assembly-(separation, break) is a material fracture of the inflow to cannula bond but the further cause of the fracture cannot be established.